Manufacturer narrative:
The device was evaluated and the customer's allegation was confirmed as evaluation found forceps elevator wire had a cut. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire; adhesive on bending section cover had a chip, a crack and had white-clouded area; control unit had discoloration; grip was shaved; there was a scratch and a wrinkle on the connecting tube; forceps elevator had a chip and the universal cord had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the wire of the duodenoscope was broken. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the foreign matter came out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.